Event description:
Clinical complaint: pt admitted in 2004 for a non-emergent pci procedure. Previous history of hypercholesterolemia, known multi-vessel disease, congestive heart failure, and mi. The pt had two previous pci's, 05/2000 with two unknown bms stents placed and 12/2000 with one cordis bx velocity hc placed. The pt underwent CABG surgery in 1993 with an unknown insertion site and unknown graft type. Pci procedure treated 2 de novo lesions. The slow deflate occurred in lesion 1 (1st obtuse marginal). A taxus express 2.5 x 12 mm stent was implanted. The inflation pressure was 12 atms. There was an unknown amount of stent overlap with a hepacoat stent. The pt was discharged 03/2004 on anti-platelet therapy with no reportable events occurring during hospitalization. Pt was followed-up in 04/2004 by telephone. The pt continued on anti-platelet therapy with no reportable events."